Event description:
Intermittent low shock impedance (less than 25 ohms) was reported during a follow up. Postural testing was not performed due to mobility limitations. All other lead statistics were in range. Lead remains implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.